Event description:
It was reported that the patient had syncope, and there was no pacing. The battery voltage decreased to 1.7 v. The device was returned to the manufacturer, analyzed, and subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us where the same model is distributed. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis revealed a rrt (recommended replacement time) condition and a no output condition. Upon opening the device a por (power on reset) occurred. After the por the device operated normally. The cause of the loss of output and rrt could not be determined.